Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) battery drained after less than 24 hours however was able to confirm that the ventricular connector was broken. Output connector assembly was broken. Hanger assembly was broken. Capacitor "c277" on main printed circuit board (pcb) was broken. Upper case was cracked at boss. Keypad was scratched. Battery drawer was stuck. Main seal was damaged ,it was sticking out. Display wire insulation was pinched, wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery drained after less than 24 hours and that the ventricular connector was broken. The epg was returned for service. No patient complications have been reported as a result of this event.